Manufacturer narrative:
A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. E3: occupation: neurosurgery. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: while setting up the angio-seal device for hemostasis, the locator was attempted to be inserted into the insertion sheath. However, it became impossible to insert the locator in the middle. Upon inspection, a kink was found in the middle of the locator. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved with the second device. The procedure before deploying the device was unknown. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 4 mm. The type of procedure performed was hemostasis. The estimated blood loss was less than 250cc. No equipment or other devices were used with the angio-seal.